Manufacturer narrative:
Company product surveillance received notification of the tubing disconnection from affiliate on 10/20/04.

Event description:
Affiliate reports a disconnection occurred at the clamp level after 2 months of use. The line was clamped off immediately and a blue clamp added. The tubing extremity was then wrapped in a sterile betadine prep and the pt taken to the dialysis center for a transfer set change. Per affiliate, there was no pt injury or medical intervention as a result of the incident.